Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. A correlation between the device and the reported event could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was seen in the clinic for redness and drainage from the driveline site. The initial cultures were negative. The patient experienced low grade fevers and their white blood cell count was 12 x10^9/l. The patient was on oral antibiotics for approximately 3 weeks thereafter. During the patient's clinic visit on (B)(6) 2016, a hard lump under the patient's skin at the driveline site was found. An infectious disease consult was ordered. A second set of cultures obtained on an unspecified date found coagulase-negative staphylococci and one colony of aspergillus. The accuracy of the aspergillus colony was questioned. The patient was continued on oral dicloxacillin as an outpatient and was doing okay. On (B)(6) 2016, a third set of cultures were negative. The patient was doing ok. The lump that formed at the driveline site was still present, but was resolving. The course of antibiotics was completed the week of (B)(6) 2016, and the infectious disease group will continue to monitor the patient. No additional information was provided.